Event description:
A customer reported a footswitch problem before surgery. There was no patient involved.

Manufacturer narrative:
The customer reported problems with their footswitch. Per the sr, the company representative was able to confirm the problem by observing a system message. The footswitch interface was replaced and then the system met company specifications. The root cause of the reported event can be attributed to a nonconforming footswitch interface. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).